Event description:
When prof. Used the torque wrench to final tighten the last xia blocker, the torque wrench did not indicate line up the two arrows to achieve the optimum of 12nm. He heard the quite light sound that the material of blocker was broken, then the torque wrench was slippery. He considered it could be some damage with hexagon of xia block. After he checked it carefully, he found there was a crack in the blocker, and then he decided to take out the block. Due to no use of the torque wrench and the fixation of the screw and rod, he tried all torch wrenches used again and again in the hospital, we cannot decide which instrument was used in this case. So, the dealer has changed four new instruments with the old ones. They...

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. Although torque wrenches are referenced in this complaint, the cause of this issue is thought to be the blocker. Therefore, a report has been filed on the blocker. Investigation is pending, once completed, reportability of the torque wrenches will be re-evaluated.